Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed. Attempts to reposition the lead were unsuccessful due to helix issues. The lead was explanted and replaced without incident.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed but could not be performed. An x-ray of the lead confirmed that the inner coil was deformed near the terminal end. The clinical observation of high threshold could not be confirmed as lead resistances measured normal in the laboratory setting. The clinical observation of helix issues were confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed. Attempts to reposition the lead were unsuccessful due to helix issues. The lead was explanted and replaced without incident.